Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805.

Event description:
Customer called concerned his meter is reading results he considers are low for him. Customer states his true to go meter is reading 111 mg /dl today (B)(6) 2015 at 2:15 pm when compared to another meter he has with results of 130 mg/dl performed within minutes apart. Customer states his expected blood results levels are 140-150 mg/dl .customer purchased his true to go meter today (B)(6) 2015. The customer feels well and did not report any symptoms. Medical attention is not reported because of the actual blood glucose results.. The product is not stored according to specification. The test strip manufacturer's expiration date is 3/20/2018 and open vial date is (B)(6) 2015. The meter memory was not reviewed for previous test result history. Customer refused to run control solutions at this time and disconnected the phone call .